Event description:
As reported by the patient¿s attorney, a xenform® soft tissue repair matrix (MFR report #3005099803-2017-01582) and a polyform® synthetic mesh (MFR report #3005099803-2017-01583) were implanted into the patient on (B)(6) 2015. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.